Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right capsular contracture grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: unable observe openings in the device additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Patient later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, capsular contracture, grade iii. Patient later reported, rupture.